Manufacturer narrative:
A review of the device history record for lot number 20200213-23-sh revealed it was manufactured on january 07th 2020. Based on supplier investigation, the device history record review did not indicate any exception that could lead to the reported incident. The average linting data is 0.162 g / 10 pieces. No sample was returned for investigation. According to supplier, or towel is made of cotton, so cotton fiber is born. The supplier is continuously working with cardinal health to better control the linting and have implemented several measures to improve it: suctions machines have been installed in grey cloth rolling process, dyeing process and cutting process. The suction process was added before product's final folding, and workers do it according to standard operation procedure requirement. Linting test method and acceptable criteria was stipulated to see the suction results. (=0.38 g/10 pieces). In the folding process, supplier used one cloth pad under 100 pieces semi-finished products to avoid linting stuck onto the products during product's transfer. The investigation revealed there was no abnormal situation that happened during production; therefore, the root cause could not be determined. The complaint information was shared with the relevant sectors for their awareness. There is no action taken at this time, but the supplier will continue to monitor trends for this type of incident.

Event description:
Customer reported more lint then normal from blue towels in the open heart basic pack during aortic valve replacement procedure.